Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient had a low blood glucose (bg) and passed out and hit his head. The patient was reportedly hospitalized following the incident. No further details were provided and troubleshooting could not be completed. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-aug-2019 with the following findings: during investigation, the complaint regarding ER and hospitalization was reported on (B)(6)2019, according to the pump history the pump was in use until (B)(6)2019 . Therefore all pump history and black box data has been overwritten. According to the current basal total daily dose history, the pump was delivering the programmed basal rate of the end of use. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.